Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported the infusion set did not work right disconnected to see if insulin would pump through and it did not. The customer states after the infusion set change the insulin pump is working. The customer reported blood glucose was 206 mg/d at the time of the incident. The customer had no symptoms. The customer did treat the high blood glucose level with the insulin pump. The current blood glucose level was 142 mg/dl during troubleshooting the technician found occlusion. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.